Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented into the emergency room after receiving a patient notifier, the device found to be back up vvi mode. The device code download was performed successfully and remains implanted.